Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code: chills.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. It was reported, that while the patient was preparing for bed. The cgm was reading 250mg/dl. She didn't check her finger stick reading, because she was too tired to do that. She was sweating, but she felt cold. Then she passed out. Her friend found her lying on the floor and called 911 immediately. Ems treated, the patient with IV glucose, as far as she remembered. It was not specified nor clarified whether ems checked a bg. The cgm egv at that time was not specified nor clarified. After treatment, she reportedly was well and fine. At the time of contact, it was indicated, that the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.